Event description:
It was reported that the patient had been having an increase in seizure frequency over the past couple of months. The seizures were not as long or intense as before the patient had vns therapy. Diagnostics were performed on two different occasions, and high impedance was present both times. The physician programmed the patient's device off and referred the patient for surgery. The device history record of the lead was reviewed, and the device performed to functional specifications prior to release. No surgical intervention has occurred to date.

Event description:
The patient had full revision surgery on (B)(6) 2017. The surgeon did not try to reinsert the lead pin to determine if the high impedance was due to incomplete pin insertion or a lead fracture. The hospital does not return explanted product to the manufacturer. Therefore, no analysis could be performed.